Event description:
During a coronary stent procedure, the balloon became stuck in the stent due to deflation difficulties. The physician successfully deployed an express2 stent in a lesion in the proximal rca. The balloon was inflated to 14 atms and became stuck in the stent during removal. It is unclear if the balloon deflated slowly or did not deflate completely and then became stuck in the stent. After some manipulation the entire system was removed without incident. Patient status is listed as "stable".